Event description:
When programming, the ECG showed rapid atrial a-v sequential pacing at the maximum programmed pacing rate (mpr). Subsequent to rapid pacing, short runs of v-tach were observed. The customer reproduced the phenomenon at two different mprs (100 and 120). The exact event date is unknown.